Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support and received assistance with resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to call back if the malfunction code reappeared, and the customer acknowledged the instructions.